Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post implant procedure, the right atrial (ra) lead was confirmed to be dislodged with x-ray imaging. The ra lead was repositioned successfully. The patient was stable.